Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic follow-up, intermittent oversensing was observed on the ventricular channel leading to inhibition and some short pauses via review of egm. The patient has complete atrioventricular block. Lead damage was suspected. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition after the procedure.